Manufacturer narrative:
The device was returned and evaluated by olympus. A review of device history record (DHR), it was confirmed that there was no abnormality in manufacturing, concession, and variation. Conclusion of the visual inspection of the device revealed damaged cable, charge coupled device (ccd) has failed and leak test failed due to a scratch on the cable. It was concluded, the root cause has not been identified. However, the probable cause of the damaged cable could be related to cleaning, disinfecting, sterilizing, and storing this product. If the device were stored with sharp instruments (tweezers, forceps, scalpels, etc.) This could lead to inadvertent cable damage. Furthermore, the electrical circuit was destroyed by water intrusion, from the damage, the ccd failed, resulting in the image not being able to be displayed. If additional information is provided a supplemental report will be filed.

Event description:
The user reported loss of function during an unknown procedure involving a hd autoclavable camera head. No further information regarding the completion of procedure or outcome has been provided by the facility. No patient/ consequences have been reported.

Manufacturer narrative:
Correction is being made for the original become aware date (g4) of this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. The original g4 become aware date for this event is jul 17, 2020 (and not aug 31, 2020). Customer had also reported the issue of no image.